Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The product was not returned for evaluation. Review of the device history record for lot # 1221 manufactured on 01-sep-2015 was performed. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. A two year look back in trackwise for this reported failure and or related to "one thumb screw was missing " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. The root cause for this failure is attributed to the inspection of inventory process. Stock can be opened to review/inspect in support of a local investigation and returned to inventory. In the process, parts may get lost or be inadvertently left out of the final packaging.

Event description:
The customer was unpacking a newly purchased crwpbs phantom base assembly for training when it was noticed that one thumb screw was missing. An integra sales representative was with the customer at the time and the thumb screw could not be located. There was no patient involvement and thus no patient injury.